Event description:
It was reported that the device was interrogated and the device was at eri (elective replacement indicator) but no battery voltage was available. The next day the device was not at eri and battery voltage was measurable. The device was reprogrammed to mvp (managed ventricular pacing) mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2007. (B)(4).